Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022 (approximately) the patient experienced high blood glucose level due to a kinked cannula which was noticed after three or more hours after insertion and this issue occurred with five infusion sets. Therefore, they tried to treat it with correction bolus via pump. Moreover, the site location was on patient's thigh and the infusion set had been used for 1-2 days. Further, she again faced a kinked cannula due to which she experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2022, the patient went to the emergency room and was subsequently hospitalized (after staying for one and a half days in the emergency room) due high blood glucose level. Her highest blood glucose level was over 700 mg/dl and had high ketone level. Moreover, the infusion had been used for 5-6 hours. Further, she was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously which resolved the issue. On (B)(6) 2022, she was released from the hospital with no permanent damage. Further, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.